Event description:
Covidien received information of ventilator being inoperable. The malfunction did not occur during pt use. Re-evaluation of the complaint identified the xb0069 was found to be present within the diagnostic log of the device associated with this complaint. The xb0069 is a monitoring task that runs on the gui (graphic user interface) cpu processor. If the gui monitoring task has determined that the pressure exceeds the clinician set pressure limit and the bdu has not triggered a high pressure pt alarm, then the xb0069 code is initiated. Once the xb0069 is initiated the pb840 ventilator system enters a ventilator inoperative condition which triggers the safety valve to open and initiates a continuous high priority alarm. When the safety valve is open, the ventilator opens a path for the pt to breath room air spontaneously, although positive pressure ventilation is no longer provided.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported problem. The cse performed 840 software field action. The unit passed extended self-testing. Field action associated with this issue was issued (B)(4) 2013.